Event description:
The customer has reported that gantry tilting and couch operations are not possible and the system cannot be sued. The philips field service engineer (fse) has confirmed that these issues have occurred, and that no patient was involved and no patient or operator was harmed. The fse determined that two round foot pedal switches (load and unload) in the multifunction footswitch had become stuck engaged and replaced them to correct the problem.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).